Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the event caused due to failure of the dp board (printed circuit board), the image is not output from the sdi (serial digital interface) and dvi (digital visual interface signal) output port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to previous b4 - date of this report, which was not late. The correct date was 7/19/2024 and this file was originally submitted on 7/19/2024 however due to the crowdstrike error the receiving server was down, and this file has now been resubmitted.

Event description:
It was reported, the video system center exhibited no signal coming sdi (serial digital interface) to monitor. The issue occurred during maintenance. There were no reports of patient/user harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.